Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additional information was not received. The customer declined further troubleshooting from tandem technical support there was no adverse impact to the customer¿s blood glucose level.